Event description:
Event description guidant received information that this reliance lead was exhibiting sensing/pacing issues. Attempts to reposition the lead were unsuccessful. The lead was removed from service and will be sent back for laboratory analysis. An additional guidant lead was successfully implanted. No other adverse events have been reported.